Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges infusion set is presenting an insulin leakage and the adhesive is wet. Caller reported that out of the packaging of 10 infusion sets, 2 of them presented this insulin leakage. No adverse event reported. Both infusion sets have been discarded; replacement was provided.